Event description:
It was reported that a dissection occurred. The patient presented for a percutaneous transluminal coronary angioplasty (ptca). The 90% stenosed lesion was located in a moderately tortuous left anterior descending artery (lad). The lesion was not pre-dilated with 2.50 x 12 mm non-complaint balloon. A 2.50 x 38 mm synergy drug eluting stent was deployed to treat the target lesion. The stent was fully expanded and deployed at 11 atmospheres with no issues encountered. A 2.50 mm balloon was used to post dilate the stent and afterward, the flow was limited, and a proximal edge type c dissection at the proximal part of the stent was noted. Another 2.75 x 16 mm synergy stent was deployed to cover the dissection, and successfully complete the procedure. There were no further patient complications reported and the patient was stable post procedure.